Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine at an unknown dose and concentration and 30 mg/ml morphine at a minimum rate via an implantable pump for non-malignant pain. It was reported that the patient heard an alarm. The pump was interrogated and the pump was in safe state, reset had occurred. The event logs reported the safe state/reset - low battery occurred on (B)(6) 2016. The patient had increased pain. The pump was placed on minimal flow and the hcp would work to reschedule the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.